Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 317 (mg/dl) and ketones. Customer delivered a manual injection and consumed fluids to treat bg levels. Reportedly, customer has been ill a few days. System check with tandem technical support indicated pump was performing as intended. Customer indicated bg levels were decreasing and health care provider had been contacted to discuss diabetes management.